Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number: (B)(4) event occurred in italy. It was reported that the infusion set spring detached from outer ring of inserter prior to insertion during package opening on (B)(6) 2026. The issue occurred with three infusion sets. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.